Event description:
It was reported that the boston scientific field representative was unable to interrogate this pacemaker using the programmer. The representative received an out of range telemetry message. The patient did have a surgical procedure done back in december. A replacement procedure was planned. At this time, the device remains in service. No adverse patient effects were reported.